Manufacturer narrative:
Other components include: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a healthcare provider regarding a patient who was previously receiving 40 mg/ml of morphine at 11 mg/day and was currently receiving 25 mg/ml of morphine at 6.875 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump was filled with a new concentration of drug in (B)(6) 2016, but the pump was never updated to reflect the change. The pump had been left programmed at 40 mg/ml at 11 mg/day. It was calculated that the patient had actually been receiving 6.875 mg/day. No additional interventions were planned as the pump was updated to reflect accurate information on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.